Event description:
It was further reported that the stent could not cross the moderately tortuous lesion.

Event description:
It was reported that during a percutaneous coronary intervention (pci) stenting treatment procedure a promus element 3.50x24mm was stuck in the right coronary artery. After removal a non-bsc stent was used to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the stent could not cross the moderately tortuous lesion.

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that no issues were noted with the returned device which could contribute to the complaint incident. A visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).